Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that white foreign material inside the air/water (a/w) channel and cylinder, and foreign material in the nozzle, were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of white foreign material inside the air/water (a/w) channel and cylinder, and foreign material in the nozzle could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.